Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was stent damage and tip damage. The stent had two struts extending back from the proximal end at 90 degrees. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The lesion was predilated with a 1.5x15mm non bsc balloon and then a 2.50x20mm taxus liberte stent was advanced to the lcx but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was flared. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as 'good'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The lesion was predilated with a 1.5x15mm non bsc balloon and then a 2.50x20mm taxus liberte stent was advanced to the lcx but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was flared. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
(B)(4)